Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection of the hypotube shaft revealed no issues or damages. A detailed microscopic examination of the balloon material identified a 4mm longitudinal balloon tear in the mid-section of balloon. Additionally, microscopic examination of the inner lumen noted stretching in the mid-section, between the distal and proximal markerbands. The tip showed no signs of tip damage, and a microscopic examination of the proximal and distal markerbands identified the distal markerband was flattened. A leakage test was performed; however, the balloon could not be inflated due to the 4mm longitudinal balloon tear in the mid-section of balloon. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 29sep2025. It was reported that the balloon had a ventilation leak at the base occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon had a ventilation leak at the base. The procedure was completed using original method and or device. No patient complications were reported. However, returned device analysis revealed a longitudinal tear of the balloon.